Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint has been confirmed through visual inspection of the returned product, which identified white and black debris inside the sealed sterile packaging. The white debris is consistent with the appearance of foam shedding from the foam packaging, and the black debris is consistent with the appearance of porous coating transferring from the implant to the pouch. Sterility has not been compromised as sterile barriers are intact and the debris is from foam packaging and porous material of the device. Device history record was reviewed and no discrepancies were found. The root cause of the reported event is likely to be due to transit damage causing the porous coating to shed from the implant and transfer to the packaging and foam packaging to shed. This device falls within the scope of a corrective action which is to assess all current sterile barrier systems used to package products at zimmer biomet bridgend. As part of this corrective action, the pouch is being improved to use a stronger material (nylon), and foam end caps are being added. Also, the orientation the devices are packed in the shipper box is moving from vertical to horizontal, and the thickness of the shipper box has been increased. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that there was debris in the sterile package. No adverse events have been reported as a result of the malfunction. Additional information on the reported event is unavailable.